Manufacturer narrative:
The device was discarded at the account and no lot number was provided. The device history record cannot be reviewed. If additional info is provided, a f/u report will be filed.

Event description:
It was reported that the tubing from the pt to the blood reservoir became clogged after two hours of operation. The collected blood was able to be re-infused, but the pt required a blood transfusion from pre-donated blood due to bleeding after the procedure.